Event description:
It was reported by the rep that the (1) al326 was used during a laparoscopic cholecystectomy procedure. It was reported that the upper jaw of an al326 broke off while clipping a cystic structure. It fell into the pt, requiring a search and subsequent removal. The case was completed with another device and no consequence to the pt.